Event description:
It was reported while attempting to deliver rf during the ablation procedure, the temp reading would not go any lower than 70 degrees celsius. Because of this, ablation was not possible. The catheter was replaced and the procedure was completed without consequences to the pt.

Manufacturer narrative:
Investigation confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle in the protecting tube. This leak caused a short in the thermocouple, resulting in the reported increased temps. Review of the device history records confirmed there was no issue related to complaint during mfg process. A quality improvement project was initiated to address this issue. (B)(4).